Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 3.5 x 12 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The nc trek was advanced without issue and attempted to be inflated to nominal pressure; however, the balloon would not inflate. The device was removed and a new nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.